Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was admitted to the hospital with altered mental status. The healthcare professional (hcp) checked the reservoir volume and the expected reservoir volume (erv) was 36 ml and the actual reservoir volume (arv) was 31 ml. The rep stated the pump would be replaced next week and the patient was being discharged to a rehab facility. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient was receiving bupivacaine, clonidine and morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery syndrome. The concentration or dosage was 10 mg for morphine, 10 for bupivacaine and the third medication was in mcg. The pump had been over-infusing for a couple of years and was getting more drastic at the time of the report. The patient's temperature went up to 102 for a short time on (B)(6) 2018 and patient visited emergency room. It was noted that the patient's temperature was usually lower than normal. The healthcare provider (hcp) wanted to turn the pump down while the consumer refused. He had asked hcp to put saline in the pump and aspirate it, but the hcp would not do it. The patient was in the hospital at the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The healthcare provider reported that the patient had presented with status epilepticus to the medical center and was subsequently transferred to the hospital intubated. Per the healthcare provider the patient was now extubated, increased pain. The patient was transferred to the floor. Per the healthcare provider there was concern for possible premature pump depletion. The estimated fill date was prior to (B)(6). The healthcare provider stated that the patient was doing better, was extubated on the floor with improving mental status and improved pain control with oral medications. The healthcare provider refilled the patient¿s pump. The expected volume of 7.9 ml and the actual volume was 0 ml. Of note, on examination, the pump was noted to be very mobile and both sides of the pump are able to be palpated. The patient¿s pump is very mobile now and can nearly flip with palpation. The pump was empty even though she is 3 weeks ahead of her re fill date. After obtaining written consent, pre procedure blood pressure and heart rate were stable and recorded in the nursing record. Standard monitors were applied. The synchromed programmer was used to interrogate the pump. The patient's pump site was widely prepped with chlorhexidine and a second operator retracted soft tissue throughout the procedure. A sterile drape placed over the pump site. A template was used to identify the refill port and the pump reservoir was accessed using a huber tip needle. A total of 0.1 ml was aspirated; none was wasted as this was negligent volume. Due to the small volume, the reservoir was instilled with 5 ml then 10 ml of pf normal saline which was aspirated completely from the pump at equal volume. Vacuum effect was present after aspiration of the fluid. Next, 40 ml of the new drug mixture was injected into the pump without triggering the over pressurization valve, with intermittent aspiration to ensure correct needle placement inside of the reservoir. The needle was removed, skin cleansed and a sterile bandage was applied. The patient tolerated the procedure well and no complications were encountered. Following the procedure the patient's vital signs were stable. The patient remained inpatient with the neurology service. The patient was given the next low alarm date of (B)(6), but was instructed to follow up prior to the end of (B)(6) with their managing healthcare provider. The pump infusion rate was unchanged. Per this healthcare provider given the low volume aspirated, the pump and surrounding abdomen were imaged on ultrasound to rule out pocket fill. No fluid pockets were identified superficial to or around the pump. The images were saved of all four quadrants around the pump and over the injection port of the pump in orthogonal views. Additional information received reported that at the last refill (2 weeks prior to alarm date) the pump was also empty. They instilled 10 ml of pf ns and removed 10 ml prior to giving the medication. The physician didn¿t think there was any concern for pocket fill based on this and other confirmatory findings. They also were able to instill 5 and then 10 ml of pf ns and aspirate both back. The physician used ultrasound to ensure that there were no fluid collections over or around the pump. The pump is also very superficial and very easy to access. Per the healthcare provider in the absence of pocket fill, it seems like they must assume the pump is either leaking or pumping too fast. The healthcare provider didn¿t think the patient had any other mechanical issues with the pump. The patient feels the pump brings her pain from 15/10 down to 8/10 when it is working. The patient could tell when it stops working. The healthcare provider planned to discuss replacement with the patient. On 31-may-2018 additional information received that reported the patient was doing fine. Per the healthcare provider this is the third refill where there has been a volume discrepancy. The healthcare provider doubts this is a partial pocket refill, the patient had no symptoms of this. The patient was out of the hospital and he would will see her next week, when he will do an aspiration to check. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that pump was refilled with no issues; patient being seen week of (B)(6) to evaluate. The rep would have to try to obtain third refill date. The rep would monitor and check pump aspiration on week of (B)(6) . The pump remained implanted. No further complications were reported.